Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of an unknown medication. There was report of possible patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed the device was in fair condition and the instrument seal was not intact. The door and latch/sear were observed to be 3rd party parts. The iui connectors were dull. The pcu event logs and data set were not received; therefore the programming, medication and profile in use could not be identified. Analysis of the pump module event log shows that the infusion ran at rates of 14.6ml/hr, 24.3ml/hr, 12.1ml/hr, 4.9ml/hr and 300ml/hr. Functional testing was performed and the device was delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
There was no patient harm.